Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the valve incurred a level change during a MRI. According to the report, after the MRI multiple unsuccessful attempts were made to readjust the valve¿s pl setting using both the hand adjustment tool and stratavarius. The report states that the patient did not incur any injury following the event, but that they had experienced an increase in headaches and increasing pain in their face and at the cyst at fossa posterior.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.